Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, on an unknown date "probably a month ago", a bentson wire guide was being used to break up "loculations" and scar tissue in the pleural space when it became lodged in a kmp catheter and could not be removed. The catheter had been flushed prior to inserting the complaint device. The physician surgically opened another access point in order to grasp the distal tip of the complaint device from another direction. As a result, both the bentson wire guide and the kmp catheter were removed together. The process took two hours. Subsequently, the patient was sent to surgery to have a chest tube placed due to a hemothorax. The complaint device is not available to be returned to the manufacturer for investigation. There is no information regarding the catheter or if it was compatible or the correct size for the wire guide. There is no information about the size of the wire guide. It should be noted, the intended use of bentson wire guides is to assist in inserting catheters, introducer sheaths, and other medical devices in vascular applications. The bentson wire guides are not designed to break up loculations. According to the complainant, no additional information regarding product identifiers, event details, and patient outcome will be made available. Patient demographics were not provided.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: a review of the complaint history, documentation, drawing, manufactures instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Additionally, a review of the manufactures instructions along with quality control were completed and revealed no gaps. Based on the information provided, no product returned and the results of our investigation, a definitive root cause can be traced to the user. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.